Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, no pre-implant balloon aortic valvuloplasty (bav) was performed. Upon valve deployment, the inflow portion of the valve was noted to be under-expanded. The valve was subsequently fully released, and upon release, the valve dislodged 1-2 millimeter (mm) superiorly. The native leaflets did not release, which contributed to the superior movement. The valve was determined to be positioned too high to perform a post-implant bav, and was subsequently snared into the ascending aorta. A second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.